Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The potential for development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor was inserted by making a small incision and placing it under skin, and the potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user reported infection at insertion site and went to a dermatologist. User was prescribed with antibiotics for the infection. Hcp confirmed the infection type as mrsa (methicillin-resistant staphylococcus aureus). The user was taking the antibiotic, tetracycline, but the hcp will be changing to another antibiotic to treat the specific infection.

Event description:
On july 24, 2024, senseonics was made aware of an incident where the user reported an infection at the insertion site associated with pain and pus coming from the site.